Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé everflex during treatment of a soft tissue lesion. No vessel calcification or tortuosity reported. No damage noted to product packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The lock-pin was checked for securement prior to procedure. The device was not passed through a previously deployed stent. It is reported that no resistance was encountered during advancement. It is further reported the lock-pin was not removed from the device, but resistance was encountered, and the stent prematurely deployed in non-target location. The physician was unable to remove the deployed stent and removed the delivery system leaving the stent in place. A new stent was used to treat the target area. No patient injury reported.

Manufacturer narrative:
Additional information: the vessel treated was the right iliac artery. The stent is still within the patient and the physician will evaluate the need to remove the stent based on the patient's health condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the protégé everflex stent delivery system was returned to medtronic investigation lab for evaluation, along with the top of its tra nsportation tray, and loaded in pta device hoop. No ancillary devices nor procedural photographs were received for analysis. The device catheter¿s outer sheath was received pulled back and fractured struts protruding from the distal end of the outer sheath. Back lighting of the outer sheath was done to locate the proximal end of the stent. The stent remained attached to the stent retainer. By pinning the distal deployment paddle/manifold and pulling on the distal tip of catheter¿s inner guide wire lumen the stent was able to be deployed with tensile resistance being encountered. Approximately 70mm of the 150mm length stent was received. This indicates that approximately 80mm of the 150mm length stent remains in the patient. The stent retainer was located approximately 175mm from the distal end of the distal tip; this indicates that the distal inner assembly exhibits no stretching. The distal deployment paddle was split opened. A portion of the stainless steel hypotube remained in the paddle. The fracture face exhibited kinking and the tube exhibited a kink at the manifold weld cap. The kinked stainless steel hypotube within the distal deployment paddle was the most likely source of tensile resistance felt during examination of the device and deployment of the returned stent within the stent de livery system. Technical analysis of the returned protégé everflex stent delivery system revealed that the stent was partial deployed and fractured during the procedure. Approximately 80mm of the stent remains in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.